Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. There was a leak noted coming of the co-pilot. Attempts were made to tighten the cap, but the leak was still present. Contrast was injected and it was noted that air was leaking in through the cap. However, air did not enter the patient. The procedure continued and was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported leak was unable to be confirmed. Sterile device testing was performed on 7 returned sterile devices. No device issues were noted on all 7 returned sterile devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during returned device analysis, the investigation determined the reported difficulties appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.